Event description:
General report received of an unspecified number of undocumented incidents of separations. It was reported the clave secondary port on the cassette of the tubing set was pushed too far into the cassette and it seemed to not be bonded at the cassette. It was reported an unspecified volume of solution leaked at the secondary port. No info was provided if the event occurred prior to or during patient use. There were no reports of any adverse patient effects or delay of critical therapy. No medical interventions were reported. No additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.